Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-may-2026, a sales representative reported via email that an ar-8981bctj-cp dx knotless swivelock suture anchor implant system was used during a deltoid ligament reconstruction procedure on (B)(6) 2026. The working stitch was passed; however, it would not maintain reduction, as the working suture repeatedly loosened. The device was implanted and modified to complete the repair. No patient harm was reported. Additional information was received on 11-may-2026: the working suture failed to maintain tension after being passed through the knotless mechanism and tensioned to the bone. The suture would not hold the desired tension. As a result of the issue, the procedure was delayed by approximately 20 minutes, and no additional anesthesia was administered. A replacement solution was required to complete the case, including the use of a free fiberwire, ar-7208, and a 2.0 mm drill bit to create a bone tunnel.